Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic system exhibited error and infusion was not available. Additional information received indicated procedure was pars plana vitrectomy and air was injected in the cavity and surgery was rescheduled. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information available, the customer reported event cannot be confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable service test procedure (stp). Based on the information available, the customer reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).